Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right atrial lead was noted to have been dislodged multiple times via fluoroscopy. The lead was explanted and replaced successfully. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.